Event description:
It was reported that during a supply change the ilet user accidentally pulled the infusion set off the needle, resulting in an infusion set that was deployed incorrectly or not attached correctly, with no alerts or alarms and troubleshooting and education provided. There were no reported clinical effects. Outcomes included no reported impact on activities of daily living or clinical care. Investigation included technical review and user education on correct infusion set deployment and connection. Investigation of this case revealed user handling contributed to an infusion set deployment and connection issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.